Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3888-56, lot# v701960, implanted: (B)(6) 2011, product type: lead. Product ID: 3888-56, lot# v686354, implanted: (B)(6) 2011, product type: lead. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for chronic/intract pain. It was reported that the patient's new doctor wanted to replace the ins and revise the leads due to them being in the wrong location. The patient noted that they will get the ins replaced because it only has 2-3 years left anyway. No further complications were reported.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.